Event description:
MFR changed schilling test supplies from one co to another in 6/94. Previously, the first co's reference material from MFR contained 1% in 4ml. When MFR changed to the second co, the reference material from MFR changed to 4% in 4ml. No written notification of this change was sent from MFR to the user. The labels sent with the reference standard indicates incorrect dilution & concentration of this material. This has caused the incorrect calculation of schilling test results for 4 pts & led to unnecessary add'l testing, day 2 with intrinisic. Using the correct calculation increased the results by a factor of 4.